Manufacturer narrative:
Review of the logfiles for the day of treatment shows no errors or relevant warnings that could contribute to the reported event. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The logfile shows all sixteen treatments were successfully finished on that day. The reported treatment could be identified in the logfile. The user operated surgery with the recommended setting, no relevant deviation between planed and performed energy is detectable for the treatment. Additionally, the logfile shows that the user performed energy check only at system startup and then performed the surgeries for more than four hours without energy check at that day. According to the user manual the user has to perform an energy check manually at least after 120 minutes. No technical root cause could be identified in the logfile. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported a patient underwent uneventful lasik. On day one post operative visit, the patient had superior nasal flap striae in the right eye. A flap lift was performed and a bandage contact lens was placed on the eye after the flap lift. The patient was seen for follow up and the bandage contact lens was removed. The flap was in place and there was no striae noted.